Event description:
It was reported that during a lap gastric bypass procedure, the device partially fired and cut on the second reload. The device jammed. A new reload was loaded and the procedure was completed with no adverse consequence to the pt.